Event description:
This product sold on amazon is featuring the FDA logo, implying it is endorsed by the administration: https://www.amazon.com/aldom-blackhead-remover-vacuum-microdermabrasion/dp/b078jld3s1/ref=zg_bs_13861656011_1?_encoding=utf8&psc=1&refrid=rjxt1hdy61g553k3e4v. Blackhead remover poor vacuum.